Event description:
On 4/14/98: pt developed intra-operative anterior and posterior compartment syndrome that required a fasciotomy and subsequent surgical closure on 4/16/98. Pt discharged from hosp 4/17/98.